Manufacturer narrative:
The account has not allowed hill-rom to inspect or investigate the device.

Event description:
The account alleged the overbed light heated to the point of smoldering, smoked and melted the plastic. No actual flames seen. The account indicated there is damage around the lamp holders.